Manufacturer narrative:
The available details indicate that the self-test failed. The device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
(B)(6).